Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.